Manufacturer narrative:
Product investigation was completed. This device was subjected to and passed all returned product testing. Device was determined to have met the specifications. As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular lead was surgically abandoned and replaced due to muscle stimulation and pericardial effusion after lead perforated the heart wall. Lead was explanted a few months after it was surgically abandoned. No additional adverse patient effects.

Event description:
It was reported that right ventricular lead was surgically abandoned and replaced due to muscle stimulation and pericardial effusion after lead perforated the heart wall. Lead was explanted a few months after it was surgically abandoned. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
It was reported that right ventricular lead was surgically abandoned and replaced due to muscle stimulation after lead perforated the heart wall. Lead was explanted a few months after it was surgically abandoned. No additional adverse patient effects.